Event description:
The articles in the journal of thoracic and cardiovascular surgery discussed patients who underwent endovascular repair for an acute traumatic rupture of the thoracic aorta between (B)(6) 1990 to (B)(6) 2011 and were treated with the first generation gore tag thoracic endoprosthesis. On (B)(6) 2006, the patient underwent endovascular repair for an acute traumatic aortic transection of the thoracic aorta, and was implanted with a gore tag thoracic endoprosthesis. Passage of the low-pressure balloon in the endoprosthesis led to a proximal device migration. Proximal device migration completely covered the left common carotid (lcca) and the brachiocephalic trunk (bt). Flow was reestablished by transcarotid insertion of a nitinol stent (luminex 8/80mm) with a high radial force alongside the thoracic stent. On (B)(6) 2007, the stent placed in the lcca completely collapsed, leading to a 70% stenosis of the lcca and bt. An ascending aorta to bt and lcca bypass was performed through a median sternotomy. The procedure was completed without any complication. The patient tolerated the procedure. It was reported in the articles that the patient had a severe aortic isthmus angulation. The article further reported that passage of the low-pressure balloon in the endoprosthesis led to a proximal device migration. Proximal device migration completed covered the left common carotid (lcca) and the brachiocephalic trunk (bt).

Manufacturer narrative:
A review of the manufacturing records for the device(s) was not conducted as the device lot numbers were unavailable. The gore tag thoracic endoprosthesis instructions for use state: after deployment, use the gore tri-lobe balloon catheter to smooth and seat the endoprosthesis against the aortic wall in the distal and proximal necks. Balloon the distal neck first, proximal neck second then overlap areas (if appropriate). Center the balloon at the radiopaque gold band on the endoprosthesis and inflate to the recommended volume. Deflate the balloon, rotate the balloon approximately 60 degrees and repeat the inflation. Warning: if resistance is felt, stop and assess the cause. Otherwise, the device displacement may occur. Additionally, the IFU states: the safety and effectiveness of the gore tag thoracic endoprosthesis have not been evaluated in the following patient etiologies: traumatic aortic transections. Additional information along with images of the event were requested but not provided to gore. The lot/serial number was requested but not provided to gore. Gore was unable to determine if this event was previously reported.